Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received.

Event description:
Related manufacturer reference number 3006705815-2022-00289. It was reported the patient experienced ineffective therapy due to lead migration. Surgical intervention may take place to address the issue. It is unknown which lead is related to the issue. Therefore, all leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2022 wherein both of the leads was repositioned to address the issue. Therapy was restored postoperatively.